Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a downstream occlusion error. There were no reported adverse events.

Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation in good condition. No physical damaged was found on the device. An occlusion and infusion test was performed. The downstream occlusion error was replicated during the infusion. The downstream sensor was replaced as a result. A root cause was not established.